Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
A nurse reported "midline in same patient as (B)(6) incident was leaking between the catheter and purple hub." A new piv was placed for continuation of prescribed therapy. There was no patient harm.